Event description:
It was reported that a user received a pairing failed notification when attempting to pair a freestyle libre 3 plus sensor with the ilet system, then rescanned the sensor and observed a warmup period, after which no further assistance was needed. No adverse clinical symptoms reported. Outcomes included no impact on health and no alerts or alarms. User support included troubleshooting guidance and user education, with confirmation that the sensor initiated a standard warmup after rescanning. Investigation of this case revealed that the initial pairing failure was resolved through rescanning, consistent with known pairing and connectivity behavior, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-resolved connection error with normal device function.